Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was having cubie read and write errors. A field service engineer (fse) confirmed that no hardware failures were present as customer resolved them all prior and had to reload medication. Additionally, the fse replaced the drawer control board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es does not recognize that the cubie was installed on the drawer. As a result, the cubie would not eject, and when the user accessed the cubie map, it appeared blank as if no cubie was present. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.